Event description:
It was reported that upon placement of the right ventricular (rv) lead, "sub-optimal pacing and sensing numbers" were identified while the lead was positioned in the rv septum. The physician chose to place an alternative, passive fixation lead to minimize the risk of ventricular perforation in the apex. The replacement lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).